Event description:
It was reported that the cadd pump was alarming high pressure when connected to an administration set. The patient also reported that the problem went away after a new tube was used. The product with the alleged failure was not returned. No patient injury or complications were reported in relation to this event.